Event description:
It was reported that during device change out, high hv lead impedance was noted. Externalized conductors were observed via fluoroscopy. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.